Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the solution bags. The guide warns that a possible contamination of the fluid pathway can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a loose connection that resulted in a leak. The patient was connected to the homechoice device during dwell four of four. During the troubleshooting, it was determined that the patient did not properly connect the supply bag and it disconnected during therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.